Event description:
It was reported that, during a cori-assisted bilateral tka procedure, the burr was not working when they were first starting to burr, it would start and then stop immediately. The first knee was completed with manual instrumentation. They were able to hook up a backup drill for the second knee. No significant delays or patient injuries beyond the reported event. They did a kpc test after and failed random exposure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Section h3, h6: the real intelligence robotic drill, part # rob10013, (B)(6), used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The bur did not spin during kpc. Further investigation showed that the shaft within the carriage would not turn. Disassembly of the carriage revealed that a bearing had disintegrated into powder. The most likely cause of this event is a mechanical component failure due to wear and tear over time. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Refer to the real intelligence cori for knee arthroplasty user manual (500230 rev d), section 'setting up a cori knee procedure', subsection 'setting up bur', for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.